Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test as a result of a faulty force sensor. However, the device passed the basic occlusion, excessive no delivery, and displacement tests.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The mother stated that the customer felt ill and was vomiting. The mother stated that the infusion set was changed twice and only manual injections would bring her glucose level down. Troubleshooting was performed. The programming and histories were correct. Ran a high pressure test and passed. The customer stated that the insulin pump alarmed no delivery, and sometimes the cannulas were bent. The customer also experienced irritation from the tape. No further info was provided.